Manufacturer narrative:
E3. Other occupation: enterprise i.s./i.t. Healthsight formulary and administration lead. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station logging in was taking an unusually long time. A technical support specialist (tss) connected to the station and monitored the customer's login process. At that moment, the login speed was normal. The customer switched the network from wireless to wired, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station logging in took an unusually long time. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.